Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide insert did not move forward indicating that there was a needle mechanism failure. The patient reported there blood glucose levels rose to 180 mg/dl. It was also reported that there was slight bleeding at the pod insertion site. As treatment the patient removed the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide insert did not move forward indicating that there was a needle mechanism failure. The patient reported there blood glucose levels rose to 180 mg/dl. It was also reported that there was slight bleeding at the pod insertion site. As treatment the patient removed the pod.

Manufacturer narrative:
The device was partially deployed. The formed needle was seen in the exposed portion of the soft cannula. The download data showed no timeouts, drive stalls, or alarms. Upon inspection of the needle mechanism, the formed needle was seen disengaged with the soft cannula and damage to the slide insert was observed. This indicates that the formed needle was incorrectly installed, which is why it did not retract after deployment. Because the root cause of the needle not retracting was determined to be the incorrectly installed formed needle, test 1.11 did not need to be completed. The reported bleeding bruising event can be contributed to the incorrectly installed formed needle. No other damages or deficiencies were observed during the investigation.